Manufacturer narrative:
Date sent to FDA: 04/24/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an ultrasonography on (B)(6) 2018 during which the surgeon noted the area of discomfort corresponded to the site of the prior mesh repair and recommended further examination to evaluate the ilioinguinal nerve entrapment. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted there seemed to be a bunched up mesh in the peritoneal space. The surgeon divided the found ligament and completely removed the mesh and the onlay portion from their attachments to the epigastric vessels, the iliac artery and the iliac vein. He further noted that he was unable to identify the genital branch of the genitofemoral nerve or the ilioinguinal nerve, which was most likely because those nerves came out with the scar tissue associated with the mesh. It was reported that the patient experienced chronic pain, discomfort, small bowel obstruction, dyspareunia and limited mobility. No additional information is provided.